Event description:
It was reported that the right ventricular lead exhibited failure to capture. The lead was attempted to be repositioned however, the helix was unable to extend and there was torque build up. The lead was explanted and replaced.

Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.